Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 600 mg/dl. No significant events leading to the alarm were observed. The customer experienced nausea and dry mouth, and the customer's mother stated that the customer did not feel okay to troubleshoot the issue. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with slightly loose drive support disk. However, testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarms noted. The insulin pump has cracked case at display window corners, battery tube threads, minor scratched display window and reservoir tube window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-19510.